Manufacturer narrative:
The tech isolated the unintentional movement to the CPR limit switch. He replaced the CPR switch to repair this bed.

Event description:
Info received indicates the head section had an unintentional movement of the head down function. The head section would rise approx to 30 degrees and then run back to the lowest position.